Event description:
It was reported that during a subclavian stenting treatment procedure, the express-biliary ld pmtd 8.0x20x135 cm stent became detached from the balloon inside of the patient's body. The physician deployed it in the iliac rather than the subclavian as intended. Per the physician, the patient needed an iliac stent anyway. He will bring the patient back for the subclavian stenting procedure. No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.